Manufacturer narrative:
Concomitant medical devices: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
It was reported the stimulation had changed, and the patient had to increase the stimulation. The patient stated in order to feel the stimulation appropriately she had to bend her arm back. The patient stated she had several bad falls. The issues started two weeks prior to this report. The patient was redirected to her health care provider (hcp). The patient had an appointment scheduled for (B)(6). The outcome was unknown. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported they received assistance from their physician on (B)(6) and their concerns were resolved. They no longer had concerns with their device or therapy. The patient stated their "stimulator gave them much more quality of life, and they believed it saved their life." The patient further reported they saw the elective replacement indicator (eri) in (B)(6) of 2015, but they were told the implantable neurostimulator (ins) would last nine years. It was noted that overtime the patient had to increase stimulation and use it at night while they slept starting in 2013. She had been "kicking stimulation up" trying to get some energy. The patient recently found out she was a diabetic and had other conditions, and was tired all the time. Her chronic nerve damage pain symptoms were always worse in the summertime, and the heat agonized the pain in her hands and shoulders which was the condition the ins was supposed to help with. Prior to getting the ins, narcotics didn't help her a bit.